Manufacturer narrative:
(B)(4). The customer returned one unit of ae05ml auto endo5 ml lot # 73e2501005 for investigation. The serial number of the device is sn (B)(6). The returned sample was visually examined with and without magnification. It was observed that there were no defects on the jaws. The device was returned with the trigger partially not engaged. There were no visual defects observed on the applier and the device appeared to be assembled correctly. The returned sample did not have biological material present on the device. Upon functional inspection, the trigger was engaged and one clip improperly loaded into the jaws and was not able to latch. The trigger was engaged a second time and the clip properly loaded into the jaws and was able to latch with no issues. The trigger was engaged a third time and the clip loaded properly and was able to latch with no issues. The remaining clips were correctly loaded into the jaws and were able to fully latch. 9 clips were remaining in the device, indicating the customer fired 6 clips. The device was then disassembled, and the proper amount of grease was observed on the ratchet area. No damage was observed on the trigger ears, yoke or jaw assembly. The channel and channel tabs were undamaged, as well as the box area and box tabs showing no signs of defects. No other defects were observed with the device. The IFU for this product was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." And that "if a clip does not load with the clip bosses nested in the jaws... Extracorporeally remove the clip from the jaws, and fully compress the trigger to reset the device. If three misloads occur, discard the device and replace with a new ae05ml". The reason for the clip misload could not be determined and no other defects were observed on the device, so corrective action is not needed at this time. The reported complaint of "clip(s) not loading properly " could be confirmed based upon the sample received. The customer returned one unit of ae05ml auto endo5 ml for investigation. Upon functional inspection, the trigger was engaged and one clip improperly loaded into the jaws and was not able to latch. The trigger was engaged a second time and the clip properly loaded into the jaws and was able to latch with no issues. The trigger was engaged a third time and the clip loaded properly and was able to latch with no issues. The remaining clips were correctly loaded into the jaws and were able to fully latch. 9 clips were remaining in the device, indicating the customer fired 6 clips. The device was then disassembled, and the proper amount of grease was observed on the ratchet area. No damage was observed on the trigger ears, yoke or jaw assembly. The channel and channel tabs were undamaged, as well as the box area and box tabs showing no signs of defects. No other defects were observed with the device. R & d was consulted and it was determined that the first clip that misloaded during functional testing could have been caused by storage and transport conditions while being shipped to the investigation site. A conclusive cause for the misload could not be determined, related to storage and transport or a manufacturing issue. No other defects or issues with the device were observed. A device history record review was performed on the device with no evidence to suggest a manufacturing-related root cause. There were no functional issues found with the returned applier. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the first clip was loaded properly during a surgery. However, the second clip and after were loaded in a closed condition. Therefore, the auto endo was replaced with a new unit to complete the procedure. No clip fell/remained in the patient, and no injury to the patient occurred."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the first clip was loaded properly during a surgery. However, the second clip and after were loaded in a closed condition. Therefore, the auto endo was replaced with a new unit to complete the procedure. No clip fell/remained in the patient, and no injury to the patient occurred."